Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station stuck at basic input/output system (bios) password screen. The field service engineer (fse) attempted to power cycle the station, but the password screen did not load. The all in one (aio) and hard drive cables were reseated, after which the station booted successfully. It appeared that recent windows updates may have caused the station to reboot and hang. Multiple reboots confirmed no bios issues. Remote support service was reinstalled, the station configuration utility was run, auto-reboot was reconfigured, and the station restarted successfully with the application launching normally. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es stuck on black screen. The customer attempted to reboot the station, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.